Event description:
International affiliate reports instrumentation was performed with expedium si polyaxial screws for spinal canal stenosis, degenerative spondylolisthesis and scoliosis. The surgeon placed a rod on the polyaxial screw head and a set screw was tightened securely. However, the head of the polyaxial screw moved and was not stationary/fixed. Reports that as a result, the surgeon could not apply the strong correction and felt the screw head was not fixed strongly. The surgeon made the decision to keep the screw in place to avoid extending the surgery time by removing and replacing the screw. Reports the construct was completed with no health issues.

Manufacturer narrative:
No definitive conclusions can be made as the polyaxial screw was implanted and is not available for evaluation. The lot code of the device is unknown. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. At this time, the complaint is considered to be closed. Device implanted.